Manufacturer narrative:
Batch review performed on 01 july 2020: lot 188901: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 2023-11-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Other devices involved in the event: ball heads: mectacer 01.29.232h head biolox option ø 36 lot. 1810819 (k131518). Batch review performed on 01 july 2020: lot 1810819: (B)(4) items manufactured and released on 27-feb-2019. Expiration date: 2024-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Ball heads: mectacer 01.29.243a sleeve size xl lot. 184409 (k131518). Batch review performed on 01 july 2020: lot 184409: (B)(4) items manufactured and released on 12-sep-2018. Expiration date: 2023-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2019. Subsequently, the patient came in reporting instability due to a leg length discrepancy. On (B)(6) 2020, the surgeon revised the head. Presently (22 days after previous surgery), the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head, option sleeve and liner. The surgery was completed successfully.